Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 455 mg/dl and earlier it was 40 mg/dl. Customer was out of auto mode alert and there was calibration required alert. The insulin pump will not returned for analysis.